Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was attempted to be cleared. However, a temperature alarm and another malfunction alarm occurred. The customer had not tested blood glucose (bg) level at the time of the reported event and declined to test bg level. The customer reported that bg level had been 70 mg/dl, one hour prior to the reported event. There was no reported impact to the customer's bg level.